Manufacturer narrative:
(B)(4) - above rbp; against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: do not exceed the labeled rated burst pressure (rbp) of 16atm. It should also be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified 1.5x8 nc balloon, a 2.75x18 xience v rx stent delivery system (sds) was advanced via radial access to a moderately calcified, 90% stenosed, de novo lesion in the moderately tortuous mid right coronary artery with resistance felt against the vessel and force applied. When deploying the stent at 18 atmospheres without issue, a distal edge dissection occurred. The sds was withdrawn without resistance and the dissection was successfully treated via placement of a 2.75x12 xience v stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.